Manufacturer narrative:
Irhythm investigated the reported event and reviewed the device's production records. The investigation identified that a serial number swap likely occurred during manufacturing due to a labeling error, leading to a registration discrepancy and resulting in the final reports being posted to the incorrect patient. This event is being reported per 21cfr803 as a product problem/malfunction. This report does not constitute an admission by irhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
A registration discrepancy between two patients resulted in one of the final reports initially being posted for the incorrect patient. A patient received a zio monitor home enrollment device registered to a different patient, resulting in the final report being posted to the incorrect patient. No protected health information (phi) was disclosed to the incorrect party. The clinical report has been corrected and provided to the patient¿s healthcare provider. No adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.